Event description:
It was reported that during a photoselective vaporization of the prostate, the first fiber stopped working after 51,000.00 joules of used, and an error code was displayed on the laser screen. A second fiber was opened to continue with the procedure. The second fiber was confirmed to be in good condition after unpacking. However, upon connecting the fiber, it was noticed that there was light being emitted from the fiber body. A break was suspected on the fiber body. The procedure was successfully completed with a third fiber without clinical consequences to the patient. This report is for the second fiber.

Manufacturer narrative:
Corrected data: b1 adverse event/product problem g1 MFR site zip/post code, MFR contact last name. Investigation summary: with all the available information, boston scientific concludes, based on the analysis results, that the reported event of fiber break cannot be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event. Device history record review (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis revealed mild devitrification observed at the output window and mild detritus adhesion was present on the metal cap. Fiber tip devitrification is normal degradation of the fiber caused by heat accumulation at the firing window, which occurs through use of the fiber. Detritus adhesion is caused by tissue contact and is not considered a defect on its own. The fiber was tested with helium neon (hene) laser fixture, and there were no signs of breakage along length of the fiber. The connector cone, segments, and tabs appeared in good condition and secured. The fiber connector passed the connector segment verification test. The control knob was attached and aligned with the fiber and could rotate the fiber. Analysis of the returned device was not able identify any defects. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. The instructions for use (IFU) include detailed warnings for setup, inspection, and use of the device and provides multiple warnings for the user to prevent a fiber break or improper energy output. Additionally, the IFU warns the user, do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user. Investigation conclusion: analysis of the returned device did not identify the reported fiber break. Based on all available information and objective evidence from product analysis that was unable to confirm the reported complaint, this investigation is being assigned a conclusion code of no problem detected.

Event description:
It was reported that during a photoselective vaporization of the prostate, the first fiber stopped working after 51,000.00 joules of used, and an error code was displayed on the laser screen. A second fiber was opened to continue with the procedure. The second fiber was confirmed to be in good condition after unpacking. However, upon connecting the fiber, it was noticed that there was light being emitted from the fiber body. A break was suspected on the fiber body. The procedure was successfully completed with a third fiber without clinical consequences to the patient. This report is for the second fiber.